Manufacturer narrative:
Philips service replaced the host pc monoplane revised_ii no hdd and bootable software pkt and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that host pc failure causing geometry errors and startup issues on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.